Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) identified the lock engagement bar bent and the lock washer was loose. The washer was corrected, and the lock was straightened for proper engagement. The left lock was tested by locking and unlocking multiple times, confirming functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 lock was failed, unable to recover. When tried to open manually, discovered that the lock (inner mechanism) was bent. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 lock was failed, unable to recover. When tried to open manually, discovered that the lock (inner mechanism) was bent. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.